Event description:
Procedure type: gynecology. According to the reporter: during the procedure, the balloon burst. Some pieces were found in the abdominal cavity. No patient injury was reported. No additional information is available at this time.

Manufacturer narrative:
.